Event description:
At the beginning of a rf lumbar procedure, the generator booted to a blank screen and the procedure was cancelled. The patient was prepared and anesthesia was administered. The procedure was rescheduled to a later date. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the cause of the reported startup issue and subsequent procedure cancellation was due to a depleted cmos battery on the upper assembly microprocessor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.